Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis: cervical degenerative. For which, patient underwent posterior cervical fusion at levels c1/c6. On (B)(6) 2016, post-op, two screws in c6 in the caudal portion backed out. Revision surgery is scheduled on (B)(6) 2016. Patient complications were reported unknown.